Event description:
It was reported by the edwards field clinical specialist that after the balloon aortic valvuloplasty (bav) during a transapical tavr procedure, the patient's pressure remained 50mmhg for an extended period of time; however, with anesthesia support the patient's pressure recovered to 140mmhg. The ascendra delivery system was then positioned in the annulus and the pressure again dropped to 50mmhg during positioning of the valve across the annulus. The valve was deployed under rapid ventricular pacing (rvp) with respirations held. Immediately following the valve deployment the patient went into ventricular fibrillation and was defibrillated two times at 150 joules and the physician directed the team to initiate cardiopulmonary bypass (cpb). The patient remained in ventricular fibrillation with no pressure and CPR was initiated. The temporary pacing wire was removed and an exchange to the venous cannula was attempted; however, the wire position was lost during exchange of the venous sheath. The cpb was not initiated for 25 minutes due to the failed access attempts for both the venous and arterial cannulae. Multiple defibrillation attempts were made at 250 joules and CPR was continued during the conversion to bypass. Once the cpb was initiated, the left ventricle was vented through the side-port of the ascendra sheath. Additional defibrillation was performed at 50 joules using internal paddles and the patient converted to a paced rhythm of 60 bpm. The temporary pacemaker was then programmed to a rate of 80 bpm. The sapien valve was determined, via tee, to be functional with trace ai. The patient had moderate to severe diastolic dysfunction and was deemed to be in cardiogenic shock. A vascular surgeon then repaired the left femoral artery related to the cpb access attempts. The patient's heart was allowed to "rest" on the cpb. The patient was then weaned from the cpb and transferred to recovery on an iabp. Reportedly one day post operatively the patient was awake, alert and responding to commands. Additional information noted there was severe native valve/leaflet calcification and moderate aortic root calcification. The patient¿s lvef was noted to be 60%.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause for the hypotension initially after the bav was performed cannot be confirmed; however, patient (underlying severe aortic stenosis, pre-existing comorbidities) and procedural factors (rapid ventricular pacing, anesthesia, delayed initiation of cpb due to access issues) could have caused or contributed to the initial hypotension and progression to cardiogenic shock. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.